Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0124541v, implanted: (B)(6) 2002, product type: lead. Product ID: neu_ recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was flipped and they had their ins flipped to the correct orientation in a procedure on the morning of the report. Due to the device being flipped the patient was unable to charge their ins. The cause of the flip was unknown. The flip was confirmed via x-ray. The device being unflipped was also confirmed by x-ray.